Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (slda/ single leaflet device attachment), associated with the clip detaching from the posterior leaflet, was due to insufficient grasp of posterior leaflet from poor visualization. The reported image resolution poor was due to challenging patient anatomy which led to shadowing artifacts. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and small posterior leaflet. A mitraclip ntw was implanted but following implant the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Difficulties visualizing the clip during the procedure occurred. To stabilize the slda clip, another mitraclip was implanted lateral to the first clip. The procedure was completed with two clips implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.